Event description:
A pt underwent initial aaa repair in 2009. The physician placed a flex main body and two iliac leg grafts. The next day, the pt was symptomatic. Another physician placed an additional iliac leg graft in the left iliac and resolved the endoleak. Pt is fine at this time.

Manufacturer narrative:
The development of this product successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an "instruction for use" (IFU) booklet describing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. A cook sales rep. Was present at the time of the procedure and provide information for the case file. The testimony of the sales rep. Is enough corroborating evidence to consider the complaint confirmed at this time. Unfortunately, we are not able to determine a root cause. However, we have notified the appropriate individuals and we will continue to monitor for similar complaints.